Event description:
Caller reported receiving error 3 messages on the freestyle meter. They also reported comparing their freestyle meter to a friend's freestyle meter and receiving erratic readings. The comparison results were 20mg/dl on the customer's freestyle meter and 98 mg/dl on the customer's freestyle metert and 98 mg/dl on the friend's freestyle meter. The reported freestyle in freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.